Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was oversensing noise. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the right ventricular (rv) lead was exhibiting low pacing impedance and high capture threshold. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.